Manufacturer narrative:
This event report was received through clinical data collection activities. Engineering evaluation noted that the revision reported was likely the result of joint instability. However, this cannot be confirmed as the device was not available for evaluation and no further information was provided.

Event description:
Index surgery: (B)(6) 2017. Revision of shoulder component due to posterior instability. The case report form indicates this event is definitely not related to devices and definitely related to procedure.

Manufacturer narrative:
This event report was received through clinical data collection activities. Pending evaluation.

Event description:
Index surgery: (B)(6) 2017. Revision of shoulder component due to posterior instability. The case report form indicates this event is definitely not related to devices and definitely related to procedure.